Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the pump display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/19/2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history showed that multiple call service alarms related to the complaint were recorded on (B)(4) 2014. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. Unrelated to the complaint, evaluation revealed that battery compartment was cracked between the case seal and the battery cap. The blank screen issue was observed in the pump history but was not able to be duplicated during investigation.